Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids and insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after a supply change and occlusion alert, consistent with ineffective insulin delivery along the infusion pathway. Based on available information, the event was attributed to a suspected infusion set¿related issue rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-feb-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 500 mg/dl following a supply change and occlusion event. The user was admitted to the hospital on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged on (B)(6) 2026. The end-user reported a fractured ankle as a long-term health effect.